Event description:
See report # mw 3008766073-2018-00110

Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. This initial report is being submitted per FDA request since it was not received in 2018. Initial details of this event were previously reported (B)(6) 2018 on report. All details, including supplemental information are contained under that report number.